Event description:
A report was received that the patient underwent an explant due to infection at the lead site. The patient¿s symptoms included fever, redness and tenderness at the lead site. The patient was administered antibiotics. The physician does not know if the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient is reportedly doing well.

Event description:
A report was received that the patient underwent an explant due to infection at the lead site. The patient¿s symptoms included fever, redness and tenderness at the lead site. The patient was administered antibiotics. The physician does not know if the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50, serial/lot # (B)(4), description: linear lead with enhanced stylet, 50cm. Model # sc-3138-35, serial/lot # (B)(4), description:scs phiii extension 35cm. Model # sc-4316, serial/lot # (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.